Event description:
Customer reported reduced image quality. Images are very dark. Can manually adjust for a good image. Able to complete cases. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.